Manufacturer narrative:
No evaluation conducted to date as no product has been returned.

Event description:
It was reported that the anchor broke during surgery. There was no reported harm to the patient. Another anchor was available to complete the procedure.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.

Manufacturer narrative:
The healicoil inserter was returned for evaluation. Anchor and suture were not returned for evaluation prohibiting confirmation of the reported complaint of anchor breakage. The inserter shows no abnormalities. No root cause related to the manufacturing process can be established. Further investigation is not warranted at this time.